Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 209 mg/dl, 258 mg/dl, 59 mg/dl, and 51 mg/dl 2. 38 mg/dl and 97 mg/dl sets of readings were taken on different days. Customer self-treated by eating (B)(6) with first set of readings - no hypoglycemic symptoms. No actions taken based on second set of device results. No adverse event reported. Requested return of suspect device and replacement was sent.